Event description:
On (B)(6) 2009, the patient reported that both the up and down buttons of her infusion device "stick" when pressed. She stated that she noticed this when she began use of the infusion device while programming her basal rates. She stated that the buttons respond to touch and she receives the confirmation beeps and melodies. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.